Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unknown. (B)(4).

Event description:
Additional information received reported the patient¿s pain had become difficult to control, expressed discomfort with the positioning of the pump and its ineffectiveness at helping control pain. Following the motor stalls, the pump medication rate was reduced to minimal rate and oral morphine was given to the patient. The patient then returned and the entire device system was explanted. It was noted the device failed/malfunctioned ¿ ¿the device did not do what it was supposed to do¿.

Event description:
It was later reported that the patient was "already be weaned off of the pump" when the event occurred. On (B)(6), the pump was removed, but it had to go through the hospital system before it could be returned. The patient was doing fine.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6), product type catheter.

Event description:
It was reported that multiple stall occurred with a pump which resulted in a tube set message. The pump was also alarming the week before it was reported. The patient was reported to have withdrawal symptoms, underdose symptoms, and flu-like symptoms which included sweating, throwing up, and less than 50% therapy relief. The patient was being infused with bupivacaine and morphine via the pump.

Manufacturer narrative:
(B)(4).